Event description:
Tech alleged, heap-up section of bed was not working.

Manufacturer narrative:
Replaced valve guide tube in head-up section. Cause of failure is unk. Bed was located in 'down storage' area. No pt was impacted by this repair.